Event description:
The customer reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
Additional information g4, g7, h3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 22aug2018 to present date 30dec2020 and confirmed that this device was not previously returned for servicing.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device was broken/damaged. There was no patient involvement.